Manufacturer narrative:
Date rec'd by MFR: 25jun2019. The manufacturer's field service engineer (fse) confirmed the reported airflow accuracy issue. The fse replaced the defective flow sensor to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit failed the airflow accuracy test (pvt test 5) at the 10 lpm setting. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 27sep2019. Date of report: 30sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the airflow sensor pcba created the air and o2 flow accuracy test to fail. The damage to the (u1) on the oxygen flow sensor pcb generated the 100b and was not a part of the original problem so this damage occurred during or after the repair of the gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit failed the airflow accuracy test (pvt test 5) at the 10 lpm setting. There was no patient involvement.